Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia while using the ilet, with sensations of pressure building and releasing while lying on her side, and the event was addressed through troubleshooting and education. Symptoms included low blood glucose. Outcomes included the need for oral glucose administration. Investigation included internal complaint review. Investigation of this case revealed no device malfunction reported and no component issue identified, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.